Event description:
The event occurred during clinical use. The ventilator was in simv mode with the peep at 3. The peep started fluctuating between 2.5 and 7. No error message occurred. The issue was observed when the doctor and nursing staff noticed that inspiratory pressure changing during the peet set-up. The facility has continued use of the ventilator. The distributor has been informed to instruct the facility to take the ventilator out of clinical use. A performance verification was not done on the device prior to use. It has been reported that the patient has not been adversely affected. He is still in treatment for heart failure and pneumonia.

Manufacturer narrative:
Device return requested to evaluate and determine root cause. Waiting for device return. Will provide follow-up submission once device is evaluated.